Manufacturer narrative:
Concomitant products: dtpb2d4 crtd implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated threshold measurement greater than the programmed outputs. It was noted that the patient is receiving subthreshold lv only pacing that is failing to capture. The lead remains in use. No patient complications have been reported as a result of this event.